Event description:
Output of the lines is consistently below set the pump speed. Measurement of volume delivered as set to blood pump decreased output compared to nominal programmed settings, below acceptable parameters. It is necessary for physician to increase bps on treatment time until device is in allowable specifications.device labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 9.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - inadequate. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.